Event description:
This pt underwent a left bipolar hip procedure in 1997. The pt presents now with complaints of pain in pt's left hip. X-ray indicates loosening of the femoral prosthesis of the left hip. Pt was admitted to this facility for revision of the left bipolar hip prosthesis. All components were removed and the bipolar was converted to a left total hip arthroplasty.